Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. Additional information received indicated that the helix got bent after multiple times of repositioning. This rv lead was never in service. No adverse patient effects were reported. This rv lead will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection has confirmed the observation of damaged/defective electrode end based on helix housing was clogged with dried blood/body fluid and tissue. Furthermore, the susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. Additional information received indicated that the helix got bent after multiple times of repositioning. This rv lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. This rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.